Event description:
A tandem mobi cartridge alarm was reported, occurring during the load process while the customer was in the process of loading a new cartridge. There was no adverse impact to the customer's blood glucose level. The customer successfully reloaded the cartridge and resumed insulin therapy without further issues, resolving the matter.